Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8336-50, serial # (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away after a recent revision procedure on (B)(6) 2017. The physician assessed the death as not device or procedure related. However, the cause of death is unknown.